Manufacturer narrative:
Destructive analysis identified wear on the motor o-ring for gear number three that did not affect the performance of the device in the laboratory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Addition information was received from a company representative. The motor stop issue of the old pump had not been resolved. The pump was successfully replaced on (B)(6) 2024. The new pump was working as intended and there were no further known problems.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via a user report from the federal institute for pharmaceuticals and medical products (bfarm case number: (B)(4) via a company representative. Presentation due to pain intensification was further reported and alarm sound of the implanted pump occurred for approximately 4.5 hours. When reading the pump, the error message ¿motor stop occurred¿ was indicated. There was no indication of external influences; however, it was further noted that, approximately 2 weeks previously magnetic resonance imaging (MRI) occurred with messages ¿motor stop occurred¿ and ¿motor stop lifted¿ as usual. Even after reprogramming, the motor no longer starts. Thus, an exchange will be necessary, which was planned. The patient¿s age was approximately 60 years.

Event description:
Information was received from an foreign healthcare provider via a company representative regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that a pump alarm occurred.  The pump was interrogated and the alarm was due to pump motor stop.  The motor stop could not be cleared through pump programming / interrogation. There were no known factors that may have led or contributed to the event.  The issue was not resolved as of (B)(6) 2024.  The pump was to be explanted on (B)(6) 2024 and returned to the manufacture.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.